Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received an alert for possible high voltage lead issue with low impedance and no high voltage output. The lead was recommended to be replaced. No further information is available at this time.